Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the cause of the implant not charging was that it was charging but not registering properly. The district manufacturer's representative (rep) brought necessary equipment to test it properly and recommended longer charging times. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that they met with the patient today to check the potential recharging issue. Patient was alleging that recharging does not go beyond 25-50%. The rep looked at the patient's recharge info and it showed; 9/2 1.25 hours 50-75% 9/9 1.3 hrs 25-75% 9/16 1.28 hrs 25-75% 9/22 59min. 25-50% 9/30 46 min. 0-25% and based on the recharge data on the tablet, it was concluded that the patient's recharging was normal.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had dementia and it was hard to sit still at times. It was stated that they recharged for one hour but nothing had advanced. No further patient complications were reported/ anticipated as a result of this event.